Event description:
First surgery on left foot second, third, fourth and fifth toes performed in 2003. Deformity of second toe returned. Pt complained of painful second toe. Doctor re-operated on and noted locking screw would not stay locked was replaced 3 months later.